Event description:
It was reported that the tubing of a clearlink system nitroglycerin set leaked at the bottom of the fill drip chamber where the polyvinyl chloride (pvc) line was connected. The issue was identified during patient administration of carmustine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. (Additional): desk: (B)(6). Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.